Event description:
It was reported via repair work order that the right abductions assembly would rotate down when in the up position and the right cable for abductions were broken and the right nut holding the abduction was loose allowing abduction to over travel. It was further reported that both foot covers and the head end plastic was broken and had sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.